Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent revision procedure on (B)(6) 2013 due to instability. Components were reported to be well fixed therefore, a poly bearing exchange was performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.